Event description:
The customer reported that within a week the tracheostomy tube's cuff had lost pressure, despite being checked daily with pressure readings of 20-25mg of mercury with bp. The cuff could not be re-inflated and the pt was recannulated. The tube is not available for return.